Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient is seeing shadows. The association between this event and the iol is not known. Additional has been requested.